Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited dent in the optical part, shaft at the top, image loss, dent in the outer tube, deformation in the outer tube, parts were not dis-reassemable, video cable broken, an error b31 and damage of the fibre bonding of the outer tube. There was no patient involvement.